Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an acute myocardial infarction and was treated by cardiac catheterization. During the treatment, x-ray imaging was performed and it was discovered that the atrial lead was not in the originally implanted position. The lead was not known to adversely affect the patient and due to the patient's advanced age, the physician elected to not perform a lead revision. The patient was in stable condition.